Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to user fault - lack of o2 cell calibration. No 2p calibration of o2 cell performed on this unit. No updates received from customer after vyaire ts advised to perform a 2p calibration of o2 cell.

Event description:
It was reported to vyaire medical that 02 mismatch,02 concentration low and no 02 dosing occurred on the bellavista ventilator.the customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
(B)(6): file identification: (B)(4) . H10: the suspect device has not been return for investigation. Customer performed 1 point and 2 point calibration, both passed. Furthermore, no root cause has been determined yet. (B)(6) will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.